Event description:
Customer reports back to back testing on the same meter while using the active system with results of 47 mg/dl and 299 mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.